Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege pt suffered the following personal and economic injuries as a result of the implantation with the asr hip implant: elevated levels of chromium and cobalt, intense pain, soreness, discomfort, loss of range of motion, loss of earnings and loss of enjoyment of life. Pt has not yet scheduled an explantation of the asr hip implant.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 6/3/2014 - medical records received. Patient revised to address an adverse reaction to metal wear debris. The information received does not change the MDR decision. This complaint was updated on: 07/02/2014.